Manufacturer narrative:
(B)(4).

Event description:
It was reported that post operation procedure, far, r-wave oversensing and auto mode switch episodes were observed on the device. Oversensing issue lead to intermittent drop in blood pressure and the oversensing was observed preceding atrial pacing events. A chest x-ray was performed and proper lead placement was observed and all trends were stable. Programming changes were made. Patient will continue to be monitored.